Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received with the protection sleeve in its tyvek pouch, which shows the lot information. The instrument was visually inspected and showed no evident abnormalities. The electrical resistance measurements showed that there were no issues with the contacts, indicating that the product worked as intended. The customer¿s complaint could not be replicated and is therefore not confirmed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned instrument met specifications for tests performed in relation to the reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during vitrectomy surgery, an ophthalmic diathermy probe had no response and electrocautery cannot be performed after installation. The surgery was completed on the same day after replacement. Details of patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The complainant reported that a probe not response and electrocautery cannot be performed after installation. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The product was not received at the manufacturing site. Therefore, the root cause for the customer's complaint could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).